Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacture representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins). It was reported that high impedances (16,000) were recorded during inter-op impedances testing, this involved the right extension and was specific to contact 8. The doctor explained that they felt the screw set on the header block of the extension had shifted. High impedances occurred during stage ll dbs procedure. Surgeon removed leads from battery, wiped them off and reinserted twice. This did not clear up the impedances so the doctor removed the leads from the extensions and did the same. After reinserting, the impedances were tested and again did not resolve. Contact 8 had impedances of 16,000 in all the electrode combinations tested. The cause of the high impedances was not determined with troubleshooting. It was unknown if the issue was resolved at the time of the report. The rep noted that they would retest the patient's system impedances during the initial programming and follow up to report if they have resolved. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.